Manufacturer narrative:
Product analysis: the epg passed functional testing at reception. The upper/lower case was cracked. The product was returned to the customer un-repaired. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while the external pulse generator (epg) was being used on a patient, pacing and capture failure occurred during battery replacement. The epg was returned for servicing. The patient had their own pulse so there was no adverse effect. No patient complications have been reported as a result of this event.